Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported that after going swimming, all of the keypad buttons and the bolus button became unresponsive. The patient claimed the pump was investigated and a crack over the up arrow button was found. The patient stated that when the up arrow button was press near the crack moisture leaked from the crack. The patient stated that after a period of time the buttons started to respond again but they were sticking. Patient claims the tear was found after the response issue began. The patient reportedly wore the pump in a pocket and does not clean it. The patient denied any trauma to the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.